Event description:
It was reported that cardiac tamponade occurred after implant of patient's right ventricular (rv) lead. Cardiac perforation was also reported. The fluid was drained and the rv lead was explanted and replaced. The patient was stable.